Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 014 bmw hydro guide was advanced with slight resistance from the anatomy; however, a separation of the guide wire occurred. The separated portion of the guide wire was retrieved using a snare device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of embolism is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced resistance was met with the anatomy resulting in the reported physical resistance. Manipulation of the device and/or inadvertent mishandling resulted in the noted device damages (bent core/ribbon, stretched/offset coils) and ultimately resulted in the reported detachment. The reported difficulties possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed using a radial artery access and the guide wire separation occurred in the radial artery. The separated portion was snared four hours post separation via the femoral artery because it had migrated to the ascending aorta. No additional information was provided.